Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Only the removal shaft was returned for evaluation. Visual inspection confirmed the shaft to be fractured through the threaded area. No other significant damage was found on the threaded shaft. Light scratching was found on the smooth portion of the shaft and chuck. Dimensional analysis was performed to determine the materials hardness. The average hardness was found to meet specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an extractor piece broke while explanting stem. Attempts have been made and additional information on the reported event is unavailable at this time.